Event description:
Received info stating fill tubing was performed instead of fill cannula while pt was connected.

Manufacturer narrative:
User reference guide section load and fill a t:slim cartridge. Before you begin, verify that the infusion set is not connected to your body. T:slim user guide indicates, pump is to be used with individuals 12 years of age and greater, pt is (B)(6) years old.